Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / page 24. Warnings: never use insulin that is cloudy; it may be old or inactive. Check the insulin manufacturer¿s instructions-for-use for the expiration date. Failure to use rapid-acting u-100 insulin, or using insulin that has expired or is inactive, could put your health at risk. Do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package, as this may increase the risk of infection. Pods are sterile unless the packaging has been opened or damaged. Do not apply or use a pod that is damaged in any way. A damaged pod may not work properly. Do not use a pod if it is past the expiration date on the package. To minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands; clean the insulin vial with an alcohol prep swab; clean the infusion site with soap and water or an alcohol prep swab; keep sterile materials away from any possible germs. Changing your pod, chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. If an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes, chapter 11 / page 115. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged; signs of infection, such as pain, swelling, redness, discharge or heat. Warnings: if you suspect an infection, immediately remove the pod and apply a new pod in a different location. Then call your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose, chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes, chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient went to the emergency room (ER), diagnosed with mild diabetic ketoacidosis (dka) and cellulitis at the pod site. She was feeling itchiness at the insertion site and when she took the pod off (bg in the 300mg/dl range), the area was bright red and irritated. She was given IV fluids. She was prescribed keflex (500 mg, 2 tablets 3 times a day for 7 days) and doxycycline (100 mg, 1 tablet by mouth once a day for 7 days). When she saw her doctor, they extended these prescriptions for 14 more days. Changes were made to the patient's insulin doses/settings due to the event. The pod had been worn on the stomach for the full 3 days. The device was thrown away.